Event description:
It was reported that the patient presented prior to generator exchange procedure. Interrogation noted that the atrial lead exhibited noise oversensing and the right ventricular lead exhibited low pacing impedance caused by insulation damage. The reported leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.